Event description:
It was reported that during priming, leakage occurred with a bd IV set/n35/j/20drop/f/1cq/std/50cm/ll. The following information was provided by the initial reporter, translated from japanese to english: during priming, leakage occurred from the filter.

Manufacturer narrative:
H.6. Investigation: since the actual product was not returned, the cause could not be identified, but for reference, our stored specimens (products stored per serial number * n = 3) are airtight (the relevant jis standard) : there was no water leak when pressurized for 150 kpa for 15 minutes. No leak was found. In addition, no leaks were found in the same airtightness check (n = 5) in the shipping test of this product. Based on the request that the filter leaked during priming, it was assumed that this event was caused by the air vent (exhaust hole) leaking due to the hydrophilicity of the filter or the occurrence of some malfunctions during use. H3 other text : see h.10.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as atom is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during priming, leakage occurred with a bd IV set/n35/j/20drop/f/1cq/std/50 cm/ll. The following information was provided by the initial reporter, translated from japanese to english: during priming, leakage occurred from the filter.